Event description:
Giraffe warmers were found to have panda sidewalls installed in the nicu (neonatal intensive care unit) and giraffe sidewalls on some panda warmers in l&d (labor and delivery). Giraffe warmers have thicker mattresses and taller sidewalls than the panda warmers. So, panda sidewalls on the giraffe warmer pose a falls risk for the infant. Manufacturer response for warmer, infant radiant, giraffe (per site reporter). Ge rep supplied a slide presentation for identifying giraffe and panda side walls.